Manufacturer narrative:
Device received with operational currents within specification and passed displacement test. Pump trace download analysis confirmed the device alarmed power error 25. The power management tool confirmed power error 25 alarm was triggered when the backup battery unloaded voltage was less than 3.7 volts for two hundred and forty consecutive minutes due to non-sleep anomaly software error. Pump error 63 alarmed during self test and confirmed in device history with variable (003) due broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received power error detected alert. Customer reported that she had to simulate the rewind sequence after every alarm. Customer's blood glucose value was unknown. The insulin pump will be returned for analysis.